Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted and replaced due to operating in safety mode. No additional adverse patient effects were reported. This product was not returned, and was retained by the explanting facility.